Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(4)) is unable to power on autopulse platforms. The status indicator of the battery shows four steady green led lights, indicating that the battery is fully charged.

Manufacturer narrative:
Correction b5 and d4: the patient code statement was added in b5 and the autopulse platform correct part number 8700-0752-08 has been enter in d4.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(6)) is unable to power on autopulse platforms. The status indicator of the battery shows four steady green led lights, indicating that the battery is fully charged. No patient involvement.